Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. The cse verified the functioning of the sample probe, clot detect, wash station, tube lifter, photomultiplier shuttle, and reagent pipettor drain. The cse performed carryover testing and ran quality control, which were acceptable. The cause of the discordant, falsely elevated calcitonin results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcitonin results were obtained on one patient sample upon initial and repeat on an immulite 2000 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower and matching the clinical picture of the patient. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcitonin results.